Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer¿s insulin pump received button error and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had keypad anomaly and also received noise. The customer reported that all keypads were responding though. The customer reported that the time clock was advancing. The customer reported that this was the first time and it's kind of high pitched tone. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed displacement test, self test. No audio or vibrate anomaly noted. (B)(4).